Manufacturer narrative:
Work order (B)(4) was reviewed. No rework or sort performed on this lot. No excessive scrap quantities were noted. No ncr's related to this lot. Accepted run at risk 180 - related to retest of environmental monitoring of cleanroom. Pq135 noted - validation of concentric needles on andmar grinder mc1917. Pq136 - protocol for visual inspection post electropolish. In process testing and inspections recorded on (B)(4) were reviewed. All samples taken for tests gave acceptable results. The results for hub to cover retention test were within specification which is minimum 1.2kgf. Lowest value recorded was 2.145kgf, highest recorded value was 6.630kgf. The following test was carried out on a qty of 10 needles (retains): hub to cover retention test as per (B)(4) - all needles passed with results within minimum spec of 1.2kgf. Lowest value recorded was 1.605kgf, highest recorded value was 5.530kgf. The problem device has not been returned, natus has received the remaining unopened needles of this lot number 48a/17/d.

Event description:
Hub and cannula separation from the colour cover. A problem where the colour cover separates from the needle when removing the needle from the cable.

Manufacturer narrative:
(B)(4) is at root cause investigation and an investigation plan is in process.

Manufacturer narrative:
(B)(4) has been opened to investigate this issue further.

Manufacturer narrative:
Customer returned unopened needles of this lot number but did not return the defect needle. Customer also sent on a picture of the defective unit. It was confirmed that the colour cover has separated from the metal hub and needle. The needle and metal hub are still intact. Risk assessment was completed. It was concluded that risk was categorised as low, rating 3a. There was no new hazards or no increase in probability of current hazard. No fca assessment required. The complaint log was reviewed for the past 12 months. 4 other similar complaints have been noted for this product line, 2 similar complaint for part 9013s0032 and 2 similar complaints for part 9013s0012. CAPA (B)(4) has been opened to investigate this issue further.